Event description:
It was diagnosed that the locking screw backed out and disengaged from the insert. This caused the insert to separate from the baseplate, which allowed it to move around. It was reported that because of this movement, the lip was worn off the insert. Revision surgery was required.